Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarm was confirmed via the log file review. The log files spanned approximately 17 days ((B)(6) 2022 per the timestamp). Atypical power cable disconnect alarm activated on (B)(6) 2022 at 18:08 and (B)(6) 2022 at 09:33 due to power cable fault on the power cables not associated with a power source exchange. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The returned hm2 system controller, serial (B)(4), was functionally tested and passed all steps without any issue. The controller operated on a mock circulatory loop for an extended period of time without reproducing any alarms. The controller functioned as intended during analysis. Per provided information, the power cable disconnect alarm resolved by cleaning the batteries and battery clips. However, the patient came back to clinic with same alarms and switched to a backup controller resolving the issue. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped to the customer on (B)(6) 2016. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came into the clinical stated that they experienced connect to power alarms, once while they were connected to batteries and the other times while on their power module sleeping. The log files showed 2 transient elevations in power and flow on (B)(6) 2022 at 7:14 am and on (B)(6) 2022 at 4:45 pm associated with pulsatility (pi) events. The log files did not display any unusual alarms during the ~8.5 day length of the file as mentioned. The pump operated as intended. The connect to power alarms resolved by cleaning all the batteries and battery clips. The patient exhibited no symptoms, mean arterial pressure 120 mmhg, transcatheter aortic valve replacement (tavr) improved, ejection fraction 50, and pulsatile. Patient returned to clinic with same alarms and was switched to their back-up controller and has not had nay further alarms. The back-up controller was exchanged and returned.